Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f1001 captures the reportable event of aborted procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was used to treat lumen-apposing metal stents (lams) drainage from the duodenum to the jejunum during a duodenojejunostomy procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was deployed; however, it did not expand. There was a tightness felt in the handle of the system. After waiting for 5-10 minutes, the first flange still did not expand. The stent was removed through the working channel, still partially deployed. Consequently, the physician decided to cancel the procedure and had no plans to continue. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transduodenal to the jejunum. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f1001 captures the reportable event of aborted procedure. Block h11: an axios electrocautery enhanced delivery system was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the first flange of the stent has not expanded. Media analysis confirmed the reported event of stent first flange failure to expand. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Additionally, for the reported event of cancelled/rescheduled - post sedation/sedation cannot be confirmed because happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause of the reported event. Taking all available information into consideration, the most probable cause of the reported event is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios was intended to be placed transduodenal to the jejunum. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was used to treat lumen-apposing metal stents (lams) drainage from the duodenum to the jejunum during a duodenojejunostomy procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was deployed; however, it did not expand. There was a tightness felt in the handle of the system. After waiting for 5-10 minutes, the first flange still did not expand. The stent was removed through the working channel, still partially deployed. Consequently, the physician decided to cancel the procedure and had no plans to continue. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transduodenal to the jejunum. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f1001 captures the reportable event of aborted procedure. Block h11: an axios electrocautery enhanced delivery system was returned for evaluation. The device arrived with the stent partially deployed and a torque mark on the outer sheath. Two bumps were also observed on the distal part of the device. Additionally, the catheter was unlocked by sliding the catheter lock to the right, after which the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was then moved to the fourth position, and the stent was deployed without any issues. Product analysis confirmed the reported event of stent partially deployed as it was observed that the stent was partially deployed. Additionally, it was observed that there were two bumps on the distal part of the device and a torque mark on the outer sheath. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician, could have resulted in the damages encountered to the device. Additionally, for the reported event of cancelled/rescheduled - post sedation/sedation cannot be confirmed because happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause of the reported event. Taking all available information into consideration, the most probable cause of the reported event is known inherent risk of device a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios was intended to be placed transduodenal to the jejunum. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was used to treat lumen-apposing metal stents (lams) drainage from the duodenum to the jejunum during a duodenojejunostomy procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was deployed; however, it did not expand. There was a tightness felt in the handle of the system. After waiting for 5-10 minutes, the first flange still did not expand. The stent was removed through the working channel, still partially deployed. Consequently, the physician decided to cancel the procedure and had no plans to continue. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transduodenal to the jejunum. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the jejunum.

Manufacturer narrative:
Block h6: has been corrected to remove absence of treatment. Imdrf device code a15 captures the reportable event of stent partially deployed. Block g4 (premarket) has been corrected. Block h11: updated device analysis - an axios electrocautery enhanced delivery system was returned for evaluation. The device was received with the stent partially deployed. Visual inspection revealed a torque mark on the outer sheath, and two bumps were observed on the distal portion of the device. A functional examination was then conducted. The catheter was unlocked by sliding the catheter lock to the right, after which the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Subsequently, the stent hub was advanced to the fourth position, and the stent was deployed without difficulty. No additional damage was identified on either the stent or the delivery system. Product analysis confirmed the reported event of a stent being partially deployed. The investigation concluded that the damages observed were most likely related to procedural factors, such as lesion characteristics, device handling, and the technique used by the physician, which could have contributed to the damages encountered on the device. Additionally, for the reported event of cancelled/rescheduled - post sedation, sedation cannot be confirmed as it occurred during the procedure, and there is no objective evidence or descriptive information available to establish the cause of the reported event. A labeling review was performed and, based on the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The axios stent and electrocautery-enhanced delivery system instructions for use state: "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder drainage in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and bile duct drainage after failed ercp in patients with biliary obstruction due to a malignant stricture." However, the complainant reported that the axios stent was placed transduodenally into the jejunum. Furthermore, partial stent deployment is a known and documented event in the labeling, and all reasonable steps have been taken to address both short- and long-term known complications or adverse reactions. Therefore, a review and analysis of all available information indicated that the most probable cause is a known inherent risk of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was used to treat lumen-apposing metal stents (lams) drainage from the duodenum to the jejunum during a duodenojejunostomy procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was deployed; however, it did not expand. There was a tightness felt in the handle of the system. After waiting for 5-10 minutes, the first flange still did not expand. The stent was removed through the working channel, still partially deployed. Consequently, the physician decided to cancel the procedure and had no plans to continue. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transduodenal to the jejunum. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the jejunum.

Manufacturer narrative:
Block h6: has been corrected to remove absence of treatment. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: updated device analysis: an axios electrocautery enhanced delivery system was returned for evaluation. The device was received with the stent partially deployed. Visual inspection revealed a torque mark on the outer sheath, and two bumps were observed on the distal portion of the device. A functional examination was then conducted. The catheter was unlocked by sliding the catheter lock to the right, after which the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Subsequently, the stent hub was advanced to the fourth position, and the stent was deployed without difficulty. No additional damage was identified on either the stent or the delivery system. Product analysis confirmed the reported event of a stent being partially deployed. The investigation concluded that the damages observed were most likely related to procedural factors, such as lesion characteristics, device handling, and the technique used by the physician, which could have contributed to the damages encountered on the device. Additionally, for the reported event of cancelled/rescheduled - post sedation, sedation cannot be confirmed as it occurred during the procedure, and there is no objective evidence or descriptive information available to establish the cause of the reported event. A labeling review was performed and, based on the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The axios stent and electrocautery-enhanced delivery system instructions for use state: "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder drainage in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and bile duct drainage after failed ercp in patients with biliary obstruction due to a malignant stricture." However, the complainant reported that the axios stent was placed transduodenally into the jejunum. Furthermore, partial stent deployment is a known and documented event in the labeling, and all reasonable steps have been taken to address both short- and long-term known complications or adverse reactions. Therefore, a review and analysis of all available information indicated that the most probable cause is a known inherent risk of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was used to treat lumen-apposing metal stents (lams) drainage from the duodenum to the jejunum during a duodenojejunostomy procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was deployed; however, it did not expand. There was a tightness felt in the handle of the system. After waiting for 5-10 minutes, the first flange still did not expand. The stent was removed through the working channel, still partially deployed. Consequently, the physician decided to cancel the procedure and had no plans to continue. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transduodenal to the jejunum. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the jejunum.